Event description:
This complaint is now reportable based upon the analysis completed on (B)(4) 2014 it was reported that difficulties advancing and withdrawing the catheter occurred. The physician dilated the lesion in the left anterior descending artery (lad) using a maverick 2 balloon. After this, the physician attempted to implant a 24 x 3.00mm taxus¿ liberté¿ stent; however, they faced resistance during both insertion and withdrawal of the stent delivery system. The physician was able to remove the stent, and the procedure was completed with another of the same device. There were no patient complications and the patient's condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The investigator observed that the stent was damaged at the proximal end. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. During the product analysis the investigator inserted a 0.14in guidewire through the device without issue. During the product analysis the investigator was able to insert the device through a 5fr sheath however some resistance was noted due to the damage at the proximal end of the stent. The tip od was measured to be within specification using a digital snap gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).